Event description:
It was reported that catheter issue occurred. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified left circumflex artery (lcx). The opticross hd imaging catheter was selected for ultrasound examination. During the procedure after pullback, an attempt was made to return the transducer to the tip, but it failed to cross through the angled section of the vessel and was retrieved outside the patient as is. During retrieval, it was noted that the non-opaque marker at the catheter tip was left inside the patient. The material was successfully retrieved using a gooseneck snare. The procedure was completed using another of the same device. There were no patient complications reported.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed that the sheath was kinked. The device was returned without the tip, which had detached.

Event description:
It was reported that catheter issue occurred. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified left circumflex artery (lcx). The opticross hd imaging catheter was selected for ultrasound examination. During the procedure after pullback, an attempt was made to return the transducer to the tip, but it failed to cross through the angled section of the vessel and was retrieved outside the patient as is. During retrieval, it was noted that the non-opaque marker at the catheter tip was left inside the patient. The material was successfully retrieved using a gooseneck snare. The procedure was completed using another of the same device. There were no patient complications reported.